Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information not provided.

Event description:
It was reported that the device over infused. No further information was provided.

Manufacturer narrative:
Additional information - b5, h6 patient code (no patient involvement)***************************************************************************

Event description:
It was reported that the device over infused during routine preventative maintenance of the device by biomedical engineering at the hospital. There was no patient involvement.